Event description:
A hospital in (B)(6) reported that an iw910 infant warmer had a cracked warmer head. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has been returned to fisher & paykel healthcare's regional office and service center in (B)(4). The device is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw910 infant warmer had a cracked warmer head. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned warmer element was visually inspected for damage. Results: the warmer head case was delaminated and was flaking on the bottom edge. The case was also discolored and had a brown sticky residue on it. The screw boss inside of the case was broken. A lot check revealed no other complaints of this nature for lot number 061019. Conclusion: the delamination, flaking and discoloration of the warmer head case is consistent with damage caused by incompatible cleaning solutions reacting with the (B)(4) components of the infant warmer. The infant warmer service manual features a diagram of the infant warmer which highlights (B)(4) components and states the following: caution: do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. Caution: the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. Our cleaning instructions recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias and other highlighted warmer components. The cracked screw boss is likely to be related to accidental impact damage or damage caused by the incorrect removal of the warmer head case.